Event description:
It was reported that the user was unable to insert a swan-ganz catheter into the sheath, as it was too tight. Therefore, the user replaced both the sheath and the catheter with a new device and was able to insert.

Manufacturer narrative:
(B)(4). The customer returned one multi-lumen percutaneous sheath introducer (psi) and cath-gard for evaluation. Visual examination of the psi did not reveal any defects or anomalies. The total length of the sheath body measured to be 100 mm which is within specifications of 98-102 mm per product drawing. The inner diameter of the distal tip of the sheath measured to be 0.114", or 2.8956 mm, which is within specifications of 2.88-3.08 mm per product drawing. The inner diameter of the hemostasis valve cap was measured to be 0.156", which is within specifications of 0.156-0.158" per hemostasis valve cap graphic. A lab inventory 7.5 fr. Swan-ganz catheter was able to advance and retract through the returned sheath. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The product lidstock was reviewed as part of this complaint investigation which states the hemostasis valve is "for use with 7.5-8 fr. Catheters". The customer report of catheter/sheath resistance could not be confirmed by complaint investigation of the returned sample. The returned psi passed all relevant physical, dimensional, and functional testing. No problem was found with the teleflex device. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). Lot #: unknown. "Ootential" lot# 71f19m1090.

Event description:
It was reported that the user was unable to insert a swan-ganz catheter into the sheath, as it was too tight. Therefore, the user replaced both the sheath and the catheter with a new device and was able to insert.